Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/24/2021.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The reporter stated that 10% of the solution remained in the device after 23 hours of therapy. The device had been filled with flucloxacillin 12000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was received for evaluation containing 32ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.